Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited crosstalk leading to inappropriate pacing. Programming changes were made. The patient was stable.

Manufacturer narrative:
Further information was requested but not provided.